Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012 patient was implanted with unknown synthes hardware. It is reported that post-operatively, patient had pain, irritation, loss of strength, rom impairment, and numbness. It is reported that there was suspicion of a nerve injury. It is reported that relationship to investigational product is unlikely, but cannot be excluded with terminal certainty. Implant was not removed. No further information is available. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.